Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. Upon examination, it was noted that the right ventricular (rv) lead perforated the ventricle. Computerized tomography (CT) scan confirmed rv lead cardiac perforation. The physician performed revision procedure where rv lead was repositioned to the lower septal area on (B)(6) 2023. The patient was stable throughout.